Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Performed a back to back blood test: hi and 599 mg/dl. Expected range for the blood results are between 300mg/ dl-400 mg/dl. Reviewed the last 5 blood results in the meter memory (the customer states that the time is incorrect): hi on (B)(6) 2014 at 07:29 pm. Hi on (B)(6) 2014 at 06:21 pm. Customer stated the last meal was 3 hours ago. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).